Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the customer had high blood glucose level and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The customer¿s blood glucose level was 279 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.